Event description:
The device is an unknown enterprise stent. As reported in 2008, on-line edition of the neurosurgery journal, a female patient presented with sah from another aneurysm in the s/supraclinoidal internal carotid artery with a 4.3 mm parent vessel diameter. The patient was treated with an enterprise stent and microplex coils (mico ventrion, aliso veijo, ca). Navigation of the coiling catheter was difficult due to tortuosity of the parent artery and during manipulations, the stent migrated. However, it remained in front of the aneurysm neck.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.